Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nursing staff that the pt had never been discharged from pump exchange. In the last couple of days he developed increased ldh 2000+ and increased plasma free (B)(6). No power spikes noted, but there is change in rpm's outside expected parameters. Instead thrombus is suspected. The pt is on heparin gtt and there are no plans for a pump exchange. The pt is lacking in social support and has been non-complaint in the past. Additional information received by the manufacturer on (B)(4) 2012 stated that the pt was starting to have increases in creatinine and liver function. A pump exchange from one lvad to another lvad took place on (B)(6) 2012. It was noted that upon removal of the pump, the internal graft of the inflow cannula was compressed. It was also noted that on tee the inflow was pointing toward the anterior wall, not toward the mitral valve and was lying at a 45 degree angle.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.